Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the "60 minutes" activation messaged displayed continuously when scanning the adc device, and as a result could not monitor glucose via sensor. The customer became weak, fatigued, and dehydrated, and went to hospital. The customer was diagnosed with hyperglycemia, hospitalized for unspecified length of time, and treated with insulin and rehydration IV. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the "60 minutes" activation messaged displayed continuously when scanning the adc device, and as a result could not monitor glucose via sensor. The customer became weak, fatigued, and dehydrated, and went to hospital. The customer was diagnosed with hyperglycemia, hospitalized for unspecified length of time, and treated with insulin and rehydration IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. . All pertinent information available to abbott diabetes care has been submitted.